Event description:
During an elective replacement procedure, it was not possible to tighten the set screw into the header of the device. The device was explanted and replaced to resolve the event. The patient was stable.